Manufacturer narrative:
The instrument has been investigated. The field svc engineer (fse) evaluated the instrument and adjusted the tip take up calibration. The instrument was inspected, tested without further problem, and returned to svc.